Event description:
It was reported that the unspecified bd sharps container was involved with an adverse event without an identified device malfunction. A dirty needle stick injury occurred, and while not confirmed, it is likely medication was administered in response. The following information was provided by the initial reporter: there was an accident at work with sharps, as the lid was not closed properly, there was an exposed needle and the employee stung himself. This happened inside the hospital block - he cannot say for sure, but the employee probably needed to take medication/cocktail due to the accident.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore; bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd sharps container was involved with an adverse event without an identified device malfunction. A dirty needle stick injury occurred, and while not confirmed, it is likely medication was administered in response. The following information was provided by the initial reporter: there was an accident at work with sharps, as the lid was not closed properly, there was an exposed needle and the employee stung himself. This happened inside the hospital block - he cannot say for sure, but the employee probably needed to take medication/cocktail due to the accident.

Manufacturer narrative:
H6. Investigation summary: due to no material, batch, or sample being received, investigation could not be performed and the production records could not be evaluated. Due to no material, batch, or sample being received, investigation could not be performed and the production records could not be evaluated. This complaint of lid will not shut could not be verified and the root cause remains unknown. This complaint of lid will not shut could not be verified and the root cause remains unknown.